Event description:
Information was received indicating that the cadd administration set may have contribute to causing under infusion. The reporter indicated that the pump delivered 106 ml but 71 ml still remained. After priming the line, the patient only received 26 ml instead of 106 ml of fentanyl after having a total knee replacement. The night staff set reservoir volume to 20 ml at 6.30 am as pump said bag was empty. They should have realized there was a fault then but could see volume in bag so they just set reservoir to keep pump quiet. When the staff pressed the bolus button before discarding drug, only 1 ml had delivered instead of 2, there was no reported injury or adverse events.